Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) distal conductor fractured; the full lead in segments was returned for analysis. The distal conductor was flattened and blood/body fluid was observed (not obstructed). The outer insulation had breached and cosmetic depressions. The lead was flexed.

Event description:
It was reported that the lead had high threshold, no capture, sensing difficulty and the insulation had a break. The patient experienced diaphragmatic stimulation from the high output. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.